Event description:
During a periodic review of the programming history database, a high impedance event was observed on a patient's device during a diagnostic test. Diagnostic test results were within the normal limits prior to the high impedance being observed. The patient underwent a full revision surgery two months later. The explanted products were discarded. No additional relevant information has been received to date.